Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, abscess and surgical intervention; however, no details have been provided. The instructions-for-use supplied with the device lists adhesions and recurrence of hernia as possible complications. In regard to the infection, the warning section of the IFU states " if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel mesh (device #2). An additional emdr was submitted to represent the bard/davol composix mesh (device #1). Device evaluated by manufacturer? Not returned.

Event description:
Attorney alleges that patient underwent surgery for repair of a ventral hernia on or about (B)(6) 2006, a composix mesh, was implanted to repair the hernia defect. The patient underwent surgery for repair of a recurrent ventral hernia on or about (B)(6) 2007, a composix kugel hernia patch, was implanted to repair the hernia defect. The patient underwent an additional surgery on or about (B)(6) 2007 and this procedure involved the drainage and irrigation of mesh abscess, debridement of abdominal wound and primary closure. The patient underwent an additional surgery on or about (B)(6) 2008 to remove infected mesh from the abdominal wall. The patient underwent an additional surgery on or about (B)(6) 2010 to remove residual mesh due to recurrent infection. The patient underwent an additional surgery on or about (B)(6) 2013 to repair an extremely large symptomatic hernia. During this procedure, fragments of mesh were found and subsequently excised in addition to lysis of adhesions. As a result, the patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain and mental anguish. It is alleged that the patient has sustained chronic pain, disability, hospitalizations, additional surgeries and undergone medical treatment. It is also alleged that the mesh was defective.